Event description:
In mid february 1998, an angio-seal device was placed in a pt following a diagnostic procedure. The pt was later readmitted to the hospital for an infected hematoma with abscess formation of the right groin. The pt was started on IV antibiotics with some improvement, but on 3/6/98 pus and drainage were noted from the site. The pt therefore underwent an incision, drainage, and debridement of the abscess in the right groin. All of the indurated area was excised until normal looking subcutaneous tissue was obtained. During this process, "suture with a small plastic piece attached to it" was found within the pt's tissue. The pt tolerated the procedure well. As of 8/31/1998 there has been no further report to the MFR of complication or pt sequelae.